Event description:
It was reported that in 2009, the patient presented to the hospital with syncope due to his blood pressure. Av pacing intervals of 306 ms were recorded on the day of event, equating to a paced rate of 196 pulses per minute (ppm). Interrogation in the next day showed a run away protection rate (rap) of 191 ppm. A software download was performed. The rap rate was set post-download.

Manufacturer narrative:
Na